Event description:
Approximately 3 minutes into the procedure, the surgeon noted air in the arterial line. The s5 pump was stopped and the line cleared. The perfusionist had not turned on the bubble sensor prior to air seen in the line. After clearing and repriming the line, the procedure continued without incident. It was reported that the patient expired four days after the case.

Manufacturer narrative:
(B) (4). The customer reported that there was air in the arterial line. The s5 pump was stopped by the perfusionist and the line cleared. The perfusionist had not turned on the bubble sensor when the air was noted in the line. After clearing and repriming the line, the procedure continued without further problems. The hlm was investigated on site by hospital staff, a sorin service technician, and individuals from the (B) (6) board of cardiotechnic, district attorney and local police. No problems or fault could be found with the system. No further action was deemed necessary.